Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, noting a downward trend at 108 mg/dl with 11 units of insulin on board and a prior low on a recent date, and that the pump appeared to overcorrect overnight leading to hypoglycemia; the user paused the pump during lows, treated, and then resumed delivery, and a review was initiated for potential pump setting or use recommendations. Symptoms included hypoglycemia. Outcomes included recovery after user-initiated treatment without alerts, alarms, or hospitalization. Investigation included troubleshooting and education with plans to consult clinical support for recommendations. Investigation of this case revealed that the cause of hypoglycemia was unclear and device performance issues were not confirmed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.